Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2022, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (0.4mg/ml at 0.023mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was having a significant increase in pain right after their last refill on (B)(6) 2024 and there was also new burning pain at their pump pocket. There were no external factors involved. A dye study had been completed on (B)(6) 2024 where 4-5 cc of yellow/golden viscous fluid was pulled from the catheter access port (cap), and then 2-3 cc of clear spinal fluid was removed. The rotor was observed to be moving under fluoroscopy, and a catheter priming bolus was completed after the procedure. The issue was not resolved. Surgical intervention did not occur but it was unknown if it was planned.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the yellow fluid withdrawn from the cap and the patient's pain/burning symptoms was not determined. Actions/interventions taken included the patient being sent for further imaging and no other information had been provided to the rep. The issue was not resolved and the status of the patient's devices was unknown at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.